Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that patient was hospitalized due to hyperglycemia on (B)(6) 2024 and blood glucose level was 300 mg/dl at the time of event. Patient also tested positive for ketones. Length of hospitalization was less than 24 hours. Symptoms at the time of event was nausea and breathlessness. No further information available.